Event description:
It was reported that a 62-year-old caucasian female patient underwent a primary breast augmentation surgery with an unspecified 375cc mentor saline breast implant. Post-operatively, the patient experienced a deflation on the left side, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with 375cc mentor smooth round moderate profile saline implant on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 26, 2022, mentor received the device for evaluation. On october 30, 2022, mentor completed a visual inspection and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample determined that two (2) tears (a and b) were found on the posterior aspect of the saline implant 375cc, measuring approximately 0.5 cm and 1.5 cm respectively. A microscopic examination was performed on the edges of the rupture (a), and parallel striations were found in the whole area of the tear (a). Parallel striations are consistent with markings made by a sharp object perforating the implant shell. A microscopic examination was performed on the tear (b) and the cause of the rupture (b) could not be identified. Based on the information currently available, a microscopic examination of the tear (a) indicates that the implant could have been damaged during or after implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Although no conclusion could be reached on the cause of the tear (b), the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Manufacturer's reference number: (B)(4).